Manufacturer narrative:
H.6. Investigation summary: received a 24ga nexiva catheter-adapter ext. Set inside an open unit from 9067515. The unit was received along with a q-syte assembly and the needle assembly was not returned for evaluation. Visual evaluation: traces of blood were visible on the catheter and extension set tubing. Damage (cut) was revealed on the catheter tubing. The damage was caused by the needle tip (v-shaped). Photos received: the photo received for evaluation displays a 24ga nexiva unit with the needle assembly still connected to the catheter. The photo confirms the needle pierced through the catheter tubing. Conclusion(s): indeterminate: patient residue observed within the catheter part of the unit indicates the needle and catheter were correctly assembled at the time of use. Moreover, customer did report that the defect was occurred during manipulation, specifically re-cannulation. It should be noted that during the assembly process there is a 100 percent automated vision system inspection for tip spear, base spear and lie distance. Unit with this type of defect found during manufacturing would have been discarded. The vision system is run in accordance per quality plan in qcnva-05. H3 other text : see section h.10.

Event description:
It was reported that a catheter broke during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter. "As per rn- once she accessed the vein and still had to thread the rest of the catheter through the vein and pulling back the needle- she noticed the catheter broke."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a catheter broke during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "as per rn- once she accessed the vein and still had to thread the rest of the catheter through the vein and pulling back the needle- she noticed the catheter broke."